Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during attempted implant of this h220 cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) pacing was intermittently oversensed by the right ventricular (rv) channel. The ra lead was repositioned, but oversensing was still noted. Since the ra pacing was intermittently sensed this device was removed and a new n119 crt-d was successfully implanted. Oversensing was still noted with the new device however consistently fell into the rv blanking period, so the device did not include the activity when timing. During implant testing, the physician inadvertently nicked the right bundle branch while the patient was programmed to aai pacing and asystole for two seconds was reported. The patient is now pacemaker dependent. The device was programmed to ddd pacing and normal pacing was observed.